Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device-location of device uterus') and pelvic pain ('severe pelvic pain / pain / pelvic pain') in a 30-year-old female patient who had essure (batch no. C80066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hirsutism and vertigo. Previously administered products included for an unreported indication: mirena from 2001 to 2010 and seasonique. Concurrent conditions included decreased appetite, allergic sinusitis, dizziness, obesity and anxiety. Concomitant products included since (B)(6) 2014, buspirone, caffeine;paracetamol (excedrin aspirin free) since (B)(6) 2014 and naproxen sodium (aleve) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and headache ("headaches / head pain"), 2 months 14 days after insertion of essure. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstruation pain"), abdominal pain lower ("severe lower abdominal pain / lower abdominal pain"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight fluctuation") and abdominal pain ("severe abdominal cramping"). The patient was treated with surgery (bilateral salpingectomy; total hysterectomy (uterus and cervix removed) - with retrieval of migrated and laparoscopy, bilateral salpingectomy, removal of foreign body in essure and diagnostic hysteroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache and dyspareunia outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain lower, vaginal discharge, migraine, weight fluctuation and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: symptoms began within a few months of having essure implanted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Ultrasound scan vagina - in (B)(6) 2017: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming dysmenorrhea, pelvic pain,migraines. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-dec-2019: pfs received. Removal date updated. Events: migration of essure device-location of device uterus added. Fu 09 & 10 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain / pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. C80066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hirsutism and vertigo. Previously administered products included for an unreported indication: mirena from 2001 to 2010 and seasonique. Concurrent conditions included decreased appetite, allergic sinusitis, dizziness, obesity and anxiety. Concomitant products included since (B)(6) 2014, buspirone, caffeine; paracetamol (excedrin aspirin free) since (B)(6) 2014 and naproxen sodium (aleve) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and headache ("headaches / head pain"), 2 months 14 days after insertion of essure. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain"), abdominal pain lower ("severe lower abdominal pain / lower abdominal pain"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight fluctuation") and abdominal pain ("severe abdominal cramping"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy, removal of foreign body in essure and diagnostic hysteroscopy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, vaginal discharge, migraine, weight fluctuation and abdominal pain had not resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: symptoms began within a few months of having essure implanted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Ultrasound scan vagina - in (B)(6) 2017: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming dysmenorrhea, pelvic pain,migraines. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-jul-2019: medical record received. Reporter and medical history added. Device category changed from device other event to incident. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.